Manufacturer narrative:
A ge service representative performed an onsite investigation. The power signal interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and would shut down without command of the operator. There is no report of a patient injury or death associated with this event.